Event description:
A call was received indicating that a tablet device was displaying an ¿unable to open port¿ error message. The tablet usb cable was suspected as the source of the error message and a new cable was sent to the user which resolved the issue. The suspect usb cable has not been returned to the manufacturer to date.

Event description:
The suspect usb cable has been returned to the manufacturer and is currently undergoing product analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
The analysis performed on the returned usb to db9 cable revealed a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.